Event description:
It was reported that during an implant procedure, the lead became dislodged while slitting the sheath. The lead was eventually implanted and remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, and date of birth. If information is provided in the future, a supplemental report will be issued.